Event description:
It was reported that the patient was pulseless and unresponsive when emergency medical services (ems) arrived. Advanced cardiac life support (acls) was started, and the patient's initial presenting rhythm was ventricular tachycardia. The patient was cardioverted in the field and it was reported that they subsequently had episodes of atrial fibrillation. The patient underwent resuscitation efforts for approximately 50 minutes prior to arrival in the emergency room (ER). The patient passed away in the ER on (B)(6) 2025. Log files were sent for review. The event log captured intermittent low flow events on (B)(6) 2025 at 19:08 through 20:25 with flow noted as low as 1.9 lpm. Pulsatility index (pi) values were slightly variable and noted in the 2-4 range. The driveline was disconnected on (B)(6) 2025 at 20:25.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log files contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the file. The power cables were both disconnected at 20:25:21, and the driveline was disconnected at 20:25:44, resulting in a pump stop. The white power cable was reconnected to the system controller at 21:41:07, and the driveline was reconnected at 21:41:35. The driveline was disconnected again resulting in a pump stop at 21:43:08, and both power cables were disconnected again at 21:43:17. The driveline was, then, reconnected to the system controller at 21:57:47. During the double power cable disconnects, the system controller¿s internal backup battery supported the system and there were no interruptions in pump support. These events were associated with power cable disconnect and no external power alarms. Following both reconnections of the driveline, the pump resumed operation and ramped up to the fixed speed without issue. The driveline disconnects were associated with driveline disconnect, low flow hazard, and left ventricular assist device (lvad) off alarms. All of the events occurring after 20:24:28 appeared to be consistent with the reported events and the patient¿s expiration. No other notable events or alarms were captured. The relevant sections of the device history records for mlp-018007 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist device. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated that the patient had suffered from arrhythmias pre-left ventricular assist device (lvad) therapy. The outcome was not considered to be device or therapy related. The device operated as intended.